Event description:
The reporter stated, the surgeon was inserting a competitor's lens using a mtc-60cfp cartridge and the trailing haptic tore. It was reported that the likely cause was due to the cartridge. The incision was enlarged and another lens was inserted. Sutures were not required to close the incision.